Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. The reported event was confirmed by review of photographs. The product involved in the reported event was not returned for investigation; however, the provided photographs show that the drill fractured into two pieces at the midpoint. A review of the device manufacturing records could not be performed due to missing lot number. Review of the complaint history found no additional related complaints for this item. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that a during the procedure, a drill bit fractured while creating the femoral drill holes. The broken fragment was successfully retrieved using a chuck and key. This resulted in a brief extension of anesthesia time and an approximate 5-minute procedural delay. No further impact or complications to the patient or operating staff were reported. Due diligence is in progress for this event; to date no further information has been provided.

Manufacturer narrative:
(B)(4) d4: this device is sold outside the us and therefore no gudid information exists. This device is considered similar to 00889024578456. D4: the primary unique device identification (UDI) number is not applicable as the device's product lot number is unknown. G2: foreign - event occurred in new zealand. G4: the reported product is not sold in the us, the pre-market submission number for the similar product sold in the us is exempt. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.